Manufacturer narrative:
The reported pump stoppage events were confirmed via the submitted system controller data log file. The log file contained multiple pump stoppage and low speed operation events on (B)(6) 2018 and (B)(6) 2018, which appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device was not available for evaluation. It was initially reported that the explanted pump was returning for analysis; however, the device was not returned by the user facility. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline replacement is reported under medwatch MFR report #2916596-2018-00569. Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient went to the clinic for evaluation after the vad produced multiple pump off alarms at home. The patient was reported to be asymptomatic. The customer mentioned that the patient had a percutaneous lead (driveline) replacement a few months prior and pump stoppages were now occurring when the vad was connected to a power module using an ungrounded patient cable. The manufacturer¿s technical services representative reviewed the submitted log file and observed multiple pump stoppages and low speed operations while the vad was connected to the power module and batteries. X-ray images submitted were unremarkable. The patient was transferred to another center and underwent a pump exchange on (B)(6)2018 due to the suspected driveline issue. No further information was provided.

Manufacturer narrative:
The reported pump stoppage events were confirmed via the submitted system controller data log file. The log file contained multiple pump stoppage and low speed operation events on (B)(6) 2018 and (B)(6) 2018, which appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device was not available for evaluation. It was initially reported that the explanted pump was returning for analysis; however, the device was not returned by the user facility. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.